Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2011 to treat the incision, which was slow in healing. The patient has reportedly recovered and is using the device. The implanted device remains